Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the variolock tubing clamp of the sorin s5 system broke during set-up. There was no patient involvement. A sorin group field service representative was dispatched on facility to investigate. The service representative confirmed the reported issue and found that the pin on the left side of the base of the tubing clamp, which holds the lever in place, was missing. A replacement tubing clamp was ordered to provide to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the variolock tubing clamp of the sorin s5 system broke during set-up. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The nature of the issue cannot be related to any relevant control, instruction, record or specification present in the DHR. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.